Event description:
It was reported that during the implant procedure, the helix did not move forward or backward and the physician could not get the guide on the electrode again. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).